Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the cause of the no image phenomenon indicated were caused by the failure of the bi board. Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer reported to olympus, the high definition lcd monitor would start, but had intermittent image. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the intermittent image was due to a faulty printed circuit board. No image is coming from the clone output port. It is due to a faulty circuit board. Brackets were found broken. Locking connectors of internal harness was found broken. One connector on the printed circuit board was found broken. Bezel plate has cracks. Rear cover found broken. Hit and scratches marks found on outer body of bezel plate. Minor rust found on video connectors. Minor rust and scratches found on earth terminal and potential equalizer. Scratches found on power switch. Sheet for power supply found ok. No patch found on liquid crystal display (lcd) panel during inspection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.